Event description:
The client reports that the end cap (the end of the syringe) cannot be pulled out and cannot be used.

Manufacturer narrative:
The returned samples and retained samples were inspected, all of them met the specification, the DHR of this lot was reviewed without any issuses. The root cause can't detected currrently, no action will be taken. This issue will be monitored. A supplemental report will be submitted if further information received.